Event description:
Review of programming history revealed that upon initial interrogation at an office visit, a patient's vns generator was set at 0ma, although the generator had been previously programmed to 1.5ma. The physician did not recognize that generator was set at 0ma and the output current was not reprogrammed. At the patient's previous office visit, communication was interrupted during a system diagnostic test and a final interrogation was not performed.

Manufacturer narrative:
Analysis of programming history.